Manufacturer narrative:
Evaluation summary: complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, upon insertion, the lens nicked the capsule. There was no patient harm. The surgery was completed with a new lens. Additional information was requested.